Event description:
It was reported that the customer was in a motor vehicle accident and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 200 mg/dl. Customer declined follow up from tandem technical support to ensure back-up insulin therapy was obtained.